Event description:
After entrance with the needle into the right thigh, the rn was unable to push medication through the syringe. The needle was then withdrawn with no injury to patient. Medication was re-drawn into another syringe and given without incident.